Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's time was off and received hardware low level failures. The customer¿s blood glucose level was unknown. Customer stated that the time was off by over 20 minutes. Customer performed self test, however insulin pump received pump error during test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was programmed with correct time and date. Insulin pump was monitored and no time loss/gain noted. Insulin pump passed displacement test and self test. No pump error 63 noted during testing, however, insulin pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad. During visual, electronic stack and keypad traces at the flex fingers had moisture damage.